Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the american urological association conference, the practitioners reported experiencing a deflux syringe flange break at least one time over the course of their career." No further information is available.